Manufacturer narrative:
Primary surgery left knee - (B)(6) 2015. Primary surgery right knee - (B)(6) 2013. Batch review performed on 15 march 2018; lot 124608: (B)(4) items manufactured and released on 07 february 2013. Expiration date: 2017-12-31. No anomalies found related to the problem. To date, all items of the same lot have been sold without any similar reported event gmk-primary tibial insert ps fixed size 2/12mm reference 02.07.0212psf (k090988); lot 130899: (B)(4) items manufactured and released on 24 april 2013. Expiration date: 2018-03-31. No anomalies found related to the problem. To date, all items of the same lot have been sold without any similar reported event.

Event description:
The patient came in due to signs of infection in both knees. The pathogen is unknown. The surgeon performed an I & d and swapped the poly on both sides. The surgery was completed successfully.